Manufacturer narrative:
H3 other text: device not returned to manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging too much pressure. The patient alleges headaches. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged too much pressure and headache. There was no report of serious injury or harm. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacturer inspected externally observed dark brown contaminant on the front panel, top enclosure, flip doors, air inlet and in iso (international organization for standardization) port and unknown orange colored contaminant at bottom enclosure. Unknown fibers were observed on top and bottom of interior and exterior enclosures. Dust like contaminants were observed on top of the blower, keratin substance and liquid ingress were found on blower box. The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes there was no evidence of sound abatement foam degradation. There is no visible damage or functionality failures of the device and manufacturer cannot confirm the symptoms issued by patient. The manufacturer observed dust/dirt contamination in the device and are consistent with being from an external source. Evaluation method code, component code grid, evaluation results code and conclusion code grid has been updated.